Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -08.00/+2.5/087(sphere/cylinder/axis), in the patients right eye (od), on aug-2022. The lens was reported as excessive vaulting and remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Patient identifier: unk. Procode: unk. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
B5: the lens was explanted on (B)(6) 2023 due to excessive vaulting. The patient also complained of pain and pressure sensation in the eye, so the lens was removed. Post-op, the patient has been seeing the surgeon every 2 weeks, sometimes complaining of pain in the eye, sometimes of pressure and headaches. She has already visited the emergency room several times (without results). H6: health impact- clinical code: 4581 - pressure sensation. Claim # (B)(4).